Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that the patient experienced continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. Sensor was inserted on (B)(6) 2016. The patient took medication(s) containing acetaminophen. Labeling indicates: taking medications with acetaminophen (such as tylenol or excedrin(tm) extra strength) while wearing the sensor may falsely raise your sensor glucose readings. The level of inaccuracy depends on the amount of acetaminophen active in your body and is different for each person. At the time of contact, no injury or medical intervention was reported. The receiver data log was reviewed on (B)(6) 2016. The complaint of inaccurate cgm values was confirmed. A root cause could not be determined.